Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl at the time of incident. The customer was treated with intravenous drip, oxygen and lasex in the hospital. Customer experienced symptoms such as chronic kidney failure. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. Customer wishes to perform high pressure test and it was passed. Customer states auto mode feature was not in use. The insulin pump will not be returned for analysis.